Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The difficulty to remove is related to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use (IFU),as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and subsequent treatment appear to be related to procedure circumstance. In this case, it is likely an interaction with the vessel / vessel tissue or suture from preclose #1 displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. Reportedly, the first prostyle was placed without issue. Then for the second prostyle there were no issues during steps 1-3, however, during step 4, resistance was felt when trying to lower the foot. The device became stuck in the foot-paddle out position and could not be removed. Manual pressure was applied for hemostasis temporarily. The patient was getting pain from gentle pulling. The patient was placed under general anesthesia and bail out techniques were used (separate access via right superficial femoral (sfa), and wire via right radial (pending cfa/sfa control). Manual pulling/retraction of the 2nd prostyle was done successfully and the 2nd prostyle device could be retracted after the bail out steps were done. The foot plate was fully closed before removing the 2nd prostyle. Given the issue with the 2nd prostyle, a 3rd prostyle was introduced and needed controlled forceful retraction as it could not be removed as well. The foot plate was not fully closed upon removal of the 3rd prostyle. Footplate was partly open on removing the 3rd prostyle. There was resistance noted with the anatomy during removal and gentle force was applied during removal. Once the 3rd prostyle was removed from the anatomy, step 4 was repeated (the level was pulled and released again). Upon doing this, it was noted that the foot plate retracted fully. The sheath was upsized to a 14f sheath and the procedure was completed. Angioseal was used in an attempt to achieve hemotasis, but some "oozing" was noticed. Hemostasis was achieved via manual compression. There were 2 units of blood lost during the procedure. The procedure had to be switched from minimal lean tavi under local anesthesia to general anesthesia. This increased procedure time from 1 hour to 4 hours. Post procedure, patient had full set of right lower limb pulses and no pain. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: against resistance. Medical device problem code 2017: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.